Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was not opening reliably and sometimes sticked. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was not opening. A field service engineer confirmed customer report that door number three did not open freely during transactions. Inspection revealed that doors three and seven were touching when closed, indicating the cabinet was not level or square. A large quantity of IV liquid bags was also observed on the right side of the cabinet (doors five through eight). Adjusted the levelling feet to square and level the cabinet, creating space between door handles so they no longer touched. Door number three now opens and closes smoothly as designed. Replaced pop latches in accordance with texas communication 1834 and upgraded latches. The system functioned as intended after the field service engineer repaired the device.